Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2020, the physician accidentally cut a lead while setting the anchors. As a result, the cut lead was fully explanted and replaced. Issue resolved.